Manufacturer narrative:
Depuy still considers the investigation closed. (B)(4).

Event description:
Update 6 may 2015: patient is resurfacing to xl - cup and heads product details rec'd this com is now the xl revision of procedure - see com (B)(4) for resurfacing revision of head only the resurfacing products: 9998-04-754 ((B)(4)) and 9998-04-047 ((B)(4)) were implanted (B)(6) 2008 the head was then revised on (B)(6) 2009 to an xl head along with stem and taper sleeve (details not provided) these products, along with the cup 9998-04-754 ((B)(4)) from the resurfacing implant, were then revised (B)(6) 2010. This revision was due to component loosening (of cup, as stated above) both revisions were performed at (B)(4) by (B)(6) according to updated claimsuite. This claimsute was originally rec'd on (B)(6) 2015. However, as I have had to request further information to determine what happened in each revision I have stated the alert date 6th may 2015 as this was the date of my final request. All requests have been added to this com and will also be attached to com (B)(4). Sm 27 may 2015

Manufacturer narrative:
The implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Loosening of asr cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - loosening of asr cup. In 2008 - asr placement. In 2009 - corail and xl head replacement- asr cup not replaced in 2010 cup replacement asr cup + xl head replaced by a delta motion. Update received 3rd september 2014. Dp 47 number added. Patient name added.

Event description:
Udpate 24 jul 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. Updated the part/lot information of the stem and sleeve. This complaint was updated on: sep 06, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 14084. Reason for original complaint ¿ loosening of asr cup. 2008 - asr placement 2009 - corail and xl head replacement- asr cup not replaced 2010 cup replacement asr cup + xl head replaced by a delta motion. ***update received 3rd september 2014. Dp 47 number added. Patient name added*** update 6 may 2015: patient is resurfacing to xl - cup and heads product details rec'd this com is now the xl revision of procedure - see com 118666 for resurfacing revision of head only the resurfacing products: 9998-04-754 (2534938) and 9998-04-047 (2464135) were implanted (B)(6) 2008 the head was then revised on (B)(6) 2009 to an xl head along with stem and taper sleeve (details not provided) these products, along with the cup 9998-04-754 (2534938) from the resurfacing implant, were then revised (B)(6) 2010. This revision was due to component loosening (of cup, as stated above) both revisions were performed at cwz by (B)(6) according to updated claimsuite. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: new etq record created in order to update etq (legacy system) complaint number dint 14084. Reason for original complaint ¿ loosening of asr cup. 2008 - asr placement 2009 - corail and xl head replacement- asr cup not replaced 2010 cup replacement asr cup + xl head replaced by a delta motion. ***update received 3rd september 2014. Dp 47 number added. Patient name added*** update 6 may 2015: patient is resurfacing to xl - cup and heads product details rec'd this com is now the xl revision of procedure - see com 118666 for resurfacing revision of head only the resurfacing products: 9998-04-754 (2534938) and 9998-04-047 (2464135) were implanted (B)(6) 2008 the head was then revised on (B)(6) 2009 to an xl head along with stem and taper sleeve (details not provided) these products, along with the cup 9998-04-754 (2534938) from the resurfacing implant, were then revised (B)(6) 2010. This revision was due to component loosening (of cup, as stated above) both revisions were performed at (B)(6) according to updated claimsuite. This claimsute was originally rec'd on 8 apr 2015. However, as I have had to request further information to determine what happened in each revision I have stated the alert date (B)(6) 2015 as this was the date of my final request. All requests have been added to this com and will also be attached to com 118666. Sm (B)(6) 2015 update 24 jul 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. Updated the part/lot information of the stem and sleeve. This complaint was updated on: sep 06, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.